Event description:
It was reported that the pump was not yet working. The patient's pain was unchanged. The patient continued to have severe pain relieved by a percocet every 3 hours. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.